Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headache, general irritation, new/increased sinus infections. Medical intervention was not specified. The following sections were corrected: b1. The adverse event/product problem was initially reported as an adverse event only, but is now corrected to product problem.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headache, general irritation, new/increased sinus infections. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time.